Event description:
Knee effusion. This pilot study addressed the therapeutic and adverse effects of intra-articular (ia) hylan in pts with evidence of lone poak. Forty three out-pts were recruited to receive a (three-injection) course of ia hylan g-f 20 (synvisc). Forty three pts were recruited over 18 months. Forty of 43 pts received the full, 3 injection course of hylan g-f 20 and were followed up to week 26 of those knees that required arthrocentesis, the volume of aspirated synovial fluid ranged from 0 to 78 ml (median 10 ml) and was always sterile with no evidence of crystals. Intra-articular glucocorticoid was administered on six occasions. Among the five pts who opted for re-treatment at 26 weeks, there were six adverse knee events, all within 24 hours of the last injection, and four required arthrocentesis. Refer to synv-14830, synv-14836, synv-14837, synv-14838, synv-14839, synv-14840, synv-14841, synv-14842, synv-14843, synv-14844, synv-14844, synv-14845, synv-14846, synv-14847, and synv-14848 for other events from this author. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.